Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 89 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to perform displacement test due to unresponsive keypad. No button response due to connector not plugged in properly into lcd board. Insulin pump had slight moisture damage on keypad traces noted during visual inspection. Insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.